Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was emergently repaired for a ruptured thoracic aortic aneurysm and was implanted with two gore tag thoracic endoprostheses. Post procedure on (B)(6) 2011, the pt had a severe stroke. The pt has aphasia with limited use of the right side. Motor strength is improving, but will have deficits.